Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The event history log review was performed and revealed multiple "improper shutdown!" During the last days of customer use. An "improper shutdown!" Message occurs when all power sources become disconnected from the pump. The history log cannot be used to determine if power was manually disconnected. The evaluator found the pump to function as intended and no correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump shut down without user input. There was no patient involvement. No additional information is available